Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found; full lead returned and analyzed.

Event description:
It was reported that during the implant of the left ventricular lead that the coronary sinus vein was perforated. The lead was removed and replaced. No further patient complications were reported as a result of this event.